Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed, if the results require.

Event description:
It was reported that oil was coming out of the device during cleaning and sterilization. There was no pt involvement and no allegation of adverse consequences associated with this event.